Event description:
It was reported that the patient presented after ttm (transtelephonic monitoring) showed atrial undersensing and there was an inquiry about atrial undersensing and field corrective action (fca) on permanent pacemaker (ppm.) It was also reported that the atrial sensitivity was adjusted and normal sensing resumed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.